Event description:
Upon completion of the procedure, the terumo angioseal was attempted. The device was attempted to be deployed by the md. The device wouldn't deploy and had to be removed. FDA safety report ID# (B)(4).